Manufacturer narrative:
The product associated with this complaint was not received. The complaint could not be verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined. .discarded.

Event description:
The dentist reported a fractured screw.

Manufacturer narrative:
Visual inspection revealed the screw had gray residue as well as scratches. In addition, the item appears to be worn. At the bottom of the product it is noticeable that a piece was broken off rendering this screw fractured. The complaint was verified. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.